Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. The following information was provided by the initial reporter: the customer stated "the devices are filling all the way to the top passing the line required for blood draw."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 9/28/2020. H.6. Investigation: bd received 15 citrate tubes of lot number 0100184 and 15 citrate tubes of lot number 0167174 and 2 photos for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. The following information was provided by the initial reporter: the customer stated "the devices are filling all the way to the top passing the line required for blood draw.".